Event description:
Customer reported the insulin pump had a crack on it and there was moisture behind the screen. Customer's blood glucose was unknown. Damage is located on the up arrow and near the reservoir compartment. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage noted on lcd board. Insulin pump passed displacement test and self-test. Insulin pump had a cracked case at window display corner, broken reservoir tube lip, cracked reservoir tube, minor scratched and worn lcd window, cracked battery tube threads, cracked reservoir tube window corner and scratched case.